Event description:
It was reported the ets cartridge fell out of the stapler. The reload also fell out, before either could be fired. Both reloads were disposed of. 03/06/1998 the rep reported the first reload fell into the patient and was retrieved whtout incident. The second reload fell out before the device was placed in the patient. A second ets was opened and fired to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H4: information not available, device not returned for analysis.